Event description:
Litigation papers allege elevated metal ion levels and pain. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2014- sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/23/2014 - medical records received. Patient revised to address a slightly overanteverted cup and fluid opacity shown in the MRI. Upon revision, metallic staining and erosion on the femoral trunnion were noted; however, the stem was clean and remained in situ for placement of a pinnacle ceramic head. The information received does not change the MDR decision. This complaint was updated on: 06/12/2014.